Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verioiq meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable to provide further information when attempted by medical surveillance (ms). The reporter claimed that on (B)(6) 2015 at 06:00pm the patient obtained results of "168 and 169mg/dl" on the subject meter which he felt was inaccurately high in comparison to a result of "65mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. It is unknown what medications, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The reporter claimed that "a few minutes" prior to the allegedly inaccurate result the patient had developed a symptom of "shaking" however denied that he received any treatment. The patient could not be reached to confirm whether or not the meter had been reading inaccurately prior to the symptoms occurring. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient reported a sign that meets lifescan's criteria of a serious injury and it could not be ruled out that the meter inaccuracy did not cause or contribute to the reported injury.